Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose of 517 mg/dl. Customer¿s current blood glucose is 279 mg/dl. The customer treated by giving herself a bolus through manual injections. Troubleshooting was done for high blood glucose. The customer also experienced low blood glucose level of 66 mg/dl and declined for troubleshooting for low blood glucose level. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.